Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon procedure, the trocar would not seat onto the anvil. It never clicked and when pulled out it separated from the anvil. The case was completed by hand sewing. There were no adverse consequences for the patient.